Event description:
The pt's mother reported her son's insulin infusion headset was not staying in at his infusion site because of extreme sweatiness. She stated the infusion set only last a little while and then comes out when he gets up and moves around. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.

Manufacturer narrative:
No product will be returned for evaluation.